Event description:
The customer reported the device vent inop, air valve liftoff failure. No patient involvement reported.

Manufacturer narrative:
Event date: (B)(6) 2015. MFR receiving date: 01/04/2016. Conclusion / root cause: no fault was found on the returned blower valve & blower motor controller pcb. This report is being submitted as part of the remediation for CAPA (B)(4).